Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, the patient was scheduled for the filter retrieval and snare was used to retrieve the filter. Several attempts were made but unsuccessful. The patient experienced pain when attempts were made to separate the filter suggesting that the filter was embedded in the wall of the inferior vena cava. Then the procedure was aborted. Approximately eleven years and two months later, computed tomography (CT) revealed that the superior tip of the inferior vena cava filter located 2.0cm inferior to the level of the left renal vein and filter structs struts circumferentially penetrate the inferior vena cava walls, measuring greater than 3mm. Maximal inferior vena cava filter struts penetration was estimated at 11mm. The struts contact the posterior wall of the 3rd segment of the duodenum, right lateral wall of the abdominal aorta and ventral surface of the l2-l3 disc without penetrating these structures. There was approximately a 15mm left lateral tilt of the filter relative to the long axis of the inferior vena cava. The superior tip of the inferior vena cava filter contacts the left lateral wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as a prophylactic. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.